Event description:
A trilogy 100 ventilator, japan - bt was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the trilogy 100 ventilator, japan - bt device at the manufacturer's service center, a "ventilator service required" error code indicating abnormality in the power line was discovered in the ventilator's downloaded event log. While the alarm was not duplicated the technician recommended replacing the device's system board, sensor board and sensor board cable as preventive action. Additionally, the device's flow sensor assembly was replaced due to contamination observed. The pollen filter, exhaust fan assembly, and 43-micron filter were replaced as regulated by maintenance procedure to prevent failure. The device's blower was replaced since a noise was confirmed. Stirring fan foam was also replaced accordingly. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 14.2.05.